Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed. The initial 6 sessions were brief, lasting only few seconds before the system encountered "error connecting to the database". There were 7 application session logs present of the issue date. The system logs documented failures in mounting an encrypted filesystem and initiating the postgresql service, which was then followed by a restart. These errors suggested corruption within the database, resulting in postgresql being unable to start. According to the case information, rebooting resolved the issue. Codes: b01, c10, d18 h2). Please see section d9 for when the software was available for evaluation and the additional codes section for updated annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 2.1.0, UDI#: h3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system was preventing the user from logging into the application with stealthuser. The manufacturer representative stated that the system would display a black screen after login information was entered and then return back to the login screen. It was noted that the site performed a reboot after about five attempts and issue did not return. No patient involvement was reported.